Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and had locked up. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control field service technician evaluated the customer's device and verified the reported issue. The cause was isolated to the power pcb assembly. Due to a part obsolescence, the device cannot be repaired. The customer was provided with a replacement device. The removed part was not made available for further evaluation, therefore further root cause could not be determined..

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and had locked up. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.